Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). B3: date is estimated; month and year are valid. H3: analysis of the 97755 recharger (rtm) (B)(6) found a recharger antenna failure; they received the "no device found" message. The unit was scrapped due to failing on bench testing. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported patient hasn't been able to charge ins. The patient stated they started having difficulty charging ins (controller showing "no device found" and having to reseat controller battery pack 3-4 times) but was ultimately able to successfully charge ins. On (B)(6) 2021, patient wasn't able to charge ins at all and noticed the relay box on recharger and the controller itself were getting hot. Tss walked patient through attempting to recharge ins by going through passive recharge cycle. However, upon starting cycle, antenna locate screen showed all 0s (even with recharger right over ins) so tss didn't have patient attempt to do anything further. Patient noted their pain levels are high given that the equipment isn't working. Patient confirmed that controller showed ins was in the red in terms of charge level but controller was 80% charged. While on the call, patient indicated controller and recharger were getting warm. Patient stated they let controller charge from the wall and when plugged into the wall, it showed 50% battery level. However, when patient plugged in recharger and attempted to charge ins, controller showed the controller battery level was too low to charge ins and to charge the controller. When patient plugged controller into the wall, it showed that it did have sufficient battery (around 50%). Patient stated that controller charges fine from the wall.